Event description:
It was reported that the device became hot during use. Please note, the patient or user were not burned.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: eib greger, rep, keeps overheating/they have to stop and let it cool down, wcb. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be the motor. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device became hot during use. Please note, the patient or user were not burned.